Event description:
It was reported by the patient that they had a 'defective device' replaced. The patient was curious about whether the device had been analyzed and what the process was. The patient planned to follow up with the doctor. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.